Manufacturer narrative:
Analysis: the fiber was found to have a circumferential fracture of the glass cap, proximal to the fiber/cap fusion zone. The fiber proximal to the fracture can rotate independently of the metal cap. The metal cap showed burnt on detritus and devitrification of the cap at the output window. The identified issues noted may activate the fiberlife function which would modulate the power showing a pulsing beam and system would be placed into standby mode. The potential for forward firing may exist. The most probable root cause that contributed to this device failure was suspected to be related to heat accumulation / user handling due to anatomical / procedural factors encountered during the procedure.

Event description:
It was reported that during a prostate procedure, the dr experienced difficulty rotating the fiber by the knob at 19,124 joules. The case was completed by using a second fiber. It was reported no harm to pt.